Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2021. Confirmation testing was performed on (B)(6) 2021 with pcr and generated negative results. Per the customer, the patient was not symptomatic. No additional patient information, including treatment and outcome was provided.

Manufacturer narrative:
Correction : d2, d4, h4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 145381 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 lot 145381 and device part number 195-430h/ lot 140232a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 145381 showed that the complaint rate is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.